Manufacturer narrative:
(B)(4). In this case, after further investigation, it was determined that the product used in this case was in fact a sterile product, ready for human use with all packaging seals intact. Further investigation revealed that the product was marked in the shipping record to be converted to a demo non-sterile device; however, the communication to convert the unit to non-sterile for demo purposes was not sent to the account manager. In cases where a non-sterile demo device is requested, the sterility of the packaging is to be broken and the labeling is to be marked as demo - non-sterile. In this case, the process of converting the product to a demo unit was never performed, thereby sending the account a sterile device which was, for all intents and purposes, the same as any normal unit sold. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a product deficiency or sterility issue with this device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device will not be returned. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the armada balloon was used successfully in a procedure in a heavily calcified left iliac artery. Customer service records indicate that the device was a demo non-sterile device. However, the product was reported to appear sterile, with all packaging seals intact. The balloon was used without issue and there were no adverse patient effects. As the sterility of the device cannot be confirmed, this will be conservatively filed. No additional information was provided.